Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. Attempts to troubleshoot were unsuccessful. Surgical intervention was undertaken wherein ipg as explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation was confirmed. The root cause of the reported observation was due to the fill hole on the ipg casing not being welded closed during the build process. This would allow the potential for body fluid to enter the device, which could affect the device¿s performance. The unwelded fill hole also allowed fluid to leak inside the ipg during the decontamination process. Fluid inside the ipg can caused the inability to charge or communicate with the device during analysis, as received. The hybrid assembly was removed and dried. Later, during the engineering investigation, the hybrid was powered up and the ipg diagnostic logs were extracted. The logs did offer some insight to the device¿s performance during the implant period. The battery was cleaned and subjected to discharge and charge testing. Normal charging of the battery was observed. Actions have been taken to prevent reoccurrence.